Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following an initial knee arthroplasty, the patient is scheduled for a revision procedure. The surgeon is requesting a custom proximal tibial compress with anchor plug. The cause of the revision is unknown. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that following an initial knee arthroplasty, the patient is scheduled for a revision procedure due to patient fall. The surgeon is requesting a custom proximal tibial compress with anchor plug. A revision procedure has not been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences have been reported.

Manufacturer narrative:
Implanted on unknown date in 1997. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left orthopedic salvage system procedure. Subsequently, the patient experienced a fall. The patient underwent a revision procedure approximately twenty years post-implantation due to peri-prosthetic fracture below the tibial component. This resulted in pain and instability. The tibial components were removed and replaced. No additional patient consequences have been reported.